Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The pump was received with operating currents within spec. No unexpected battery out limit alarms was noted. The pump was received with scratched lcd window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 485 mg/dl. The customer treated the high readings with manual injections. The customer stated that the pump alarmed button error when he took the battery out and put it back in. The customer stated that the alarm was flashing and he was unable to clear it. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.